Manufacturer narrative:
End of report.

Event description:
A hospital in (B)(6) reported a 9160f 3m¿ universal electrosurgical pad was placed on a patient's left thigh prior to a hysterectomy procedure. When the pad was removed, the patient allegedly experienced redness, blistering and skin detachment/stripping around the pad edges. The hospital reported no issue occurred under the conductive portion of the pad. The hospital reported a dermatology consult found the patient experienced 2a, 2b burns and blistering. Medical treatment was not specified.